Event description:
It was reported that during a procedure on (B)(6) 2015 a perforation occurred in the proximal left anterior descending artery, a 3.5x19 mm rx graftmaster stent system was advanced and the stent was deployed at 17 atmospheres (atm) for 36 seconds. However, persistent leaked was noted. Post-dilatation was performed to 19 atm for 30 seconds. Reportedly, there was still a tiny leakage. Echocardiogram was performed and a minimal effusion was found. A 4.0x20 mm non-abbott balloon catheter was advanced and dilatation was performed to 4 atmospheres for 10 minutes to successfully seal the perforation. No treatment was performed for the effusion and once the perforation was sealed, the effusion resolved. There was no adverse patient sequelae; however, there was a clinically significant delay in the procedure due to the graftmaster stent graft leak requiring additional dilatation to seal the perforation. The patient was in stable condition and was discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the coronary stent graft system, graftmaster rapid exchange (rx), domestic, instructions for use specifies the rbp is 16 atmospheres and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product deficiency.